Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 additional information was received from the patient. The patient reiterated previous reported information from the event and provided additional information. The patient said they had just had the revision procedure on (B)(6) 2026 where they kept the ins on the same right side but changed the position of where the pocket was. The patient stated the healthcare provider (hcp) had tested the ins to make sure it was working.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had surgery on (B)(6) 2025 to reposition the ins because it had migrated closer to the skin so they moved it over a little but it popped out of the pocket and now its at an angle which hurts. Patient has another surgery scheduled for (B)(6) 2025 to move the ins to the other side of the body. Patient reported the migration issues first started at least maybe 6 months prior to their revision on (B)(6) 2025 and the onset was gradual.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.